Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device change-out, externalized conductors were observed via x-ray. No electrical anomalies were detected. The patient will continue with routine follow-ups.

Event description:
Additional information received indicated that the lead was explanted and replaced. No patient condition was reported.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead distal portion in one piece was returned with the helix retracted and clogged dried blood/tissue. Visual examination found an external abrasion breaching the ring electrode lumen exposing the cables between of shock coil. The etfe cable coating was intact. An external abrasion consistent with fraction to device can breaching the superior vena cava lumen exposing the cables with the one etfe cable coating abraded proximal to the suture sleeve tied down impression. The inner lumen was intact at these regions. The cause of the reported event was consistent with friction to another device or features of the heart and the device can.